Manufacturer narrative:
Medical product: anatomical shoulder humeral stem, uncemented, 12, 100 mm; catalog#: 01.04201.123; lot#: 29944284, anatomical shoulder reverse, humeral insert, pe, 40-0; catalog#: 01.04223.400; lot#: 3007008, anatomical shoulder reverse, humeral cup, 0, retro, +6 mm medial offset; catalog#: 01.04223.106; lot#: 3007280. Therapy date: (B)(6) 2022. The manufacturer received surgical reports and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2022-00192; 0009613350-2022-00193; 0009613350-2022-00195 and 0009613350-2022-00196.

Event description:
It was reported that there was a revision surgery due to screw loosening. Septic prosthesis change inverse left.

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Review of event description: it was reported that the patient underwent left tsa on (B)(6) 2020, whereby an inverse anaverse system was implanted in the glenoid and an anatomical shoulder system in the humerus. On (B)(6) 2022 the patient underwent septic prosthesis change due to screw loosening. Up to and including the baseplate, all mobile parts could be removed relatively easily, but the tm peg sleeve remained in situ and when it was removed, the sealing cap still remained in situ and was very difficult to remove. The glenoid components were revised to a bipolar system. Review of received data: - x-rays: two undated and different views of x-rays were received showing the left shoulder. Of note is that both images are pictures taken of the screen within the operating theatre and show a lot of artifact due to reflections on the screen. One of the x-rays shows an outstretched arm, but is not of much merit for the investigation due to overexposure of the x-ray. The second image shows a preoperative ap view of the left shoulder, whereby it can be clearly seen that the superior dspc screw has fractured around halfway of its length. The inferior screw is still intact. The end cap of the central peg of the baseplate can also be observed being fractured off. The position between the glenoid component and the humeral component seems to be shifted in such a way that merely the lower edge of the glenosphere is articulating with the liner, which is not as intended. However, since no comparison x-rays have been received, no clear assessment can be made. - images: six images from within the operating theatre were received. The first image received shows the baseplate in situ and being extracted. Of note is the superior dspc screw protruding over the baseplate, indicative of it being loose. The second and third images show the explanted baseplate with the inferior reamer guide attached, but without the tm sleeve attached. On one of these two images two fixation release instruments can be seen. These instruments do not appear to be used, as the blades do not appear to be covered in blood. The fourth image shows the face of the explanted baseplate with the inferior reamer guide attached. The fifth image shows a surgeon with calipers holding up the extracted tm sleeve with a thumb up, indicative of a successful extraction. The final image shows all the extracted components: the baseplate with two of the dspc screws, whereby one of the screw is fractured at the point of transition where the big screw diameter meets the smaller screw diameter. The fractured off tip of the screw is not seen on this image. The taper is seen disassociated from the glenosphere (as per extraction technique). The extracted tm sleeve can be seen as well as the glenosphere. The reverse anatomical shoulder cup can also be seen along with the inlay still attached. The liner appears worn, especially along the rim. No images of the reported end cap being extracted were provided. - surgical report: the surgical report for the implantaion surgery dated (B)(6) 2020 has been received: indication: chronic rotator cuff rupture left with humeral head elevation with posterosuperior glenoid erosion. Procedure: inverse glenohumeral arthroplasty. Findings: the glenoid posteriorly and especially superiorly is relatively heavily arroded. Placement of the central target wire anaverse l, placed inferiorly with a tilt correction. Preparation of a small bone wedge from the humeral head, which is placed over the baseplate. Good placement/fixation of implants. Definitive reduction, without any problems, then relatively high tension, but absolutely no luxation-tendency and good range of motion. - patient data: (B)(6) - the implant labels of the implanted products on (B)(6) 2020 have been provided. Product evaluation: - no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - device purpose: all involved devices are intended for treatment. - product compatibility: the product combination was approved by zimmer biomet. - DHR review: the quality records show that all specified characteristics have met the specifications valid at the time of production with no ncr with a potential correlation to the reported event was found. - sterilization certificate: sterilization certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm and EU published guidelines. - review of complaint history identified additional similar complaints for several of the reported items and additional complaints for several of the reported part and lot combination related to the event. Conclusion: it was reported that the patient underwent left tsa on (B)(6) 2020, whereby an inverse anaverse system was implanted in the glenoid and an anatomical shoulder system in the humerus. On (B)(6) 2022 the patient underwent septic prosthesis change due to screw loosening. Up to and including the baseplate, all mobile parts could be removed relatively easily, but the tm peg sleeve remained in situ and when it was removed, the sealing cap still remained in situ and was very difficult to remove. The glenoid components were revised to a bipolar system. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Two undated x-ray images were received, whereby on one of these images a fracture of the superior dspc screw as well as the fracturing off of the end cap of the central peg can be seen. Additionally, the position between the glenoid component and the humeral component seems to be shifted in such a way that merely the lower edge of the glenosphere is articulating with the liner, which is not as intended. However, since no comparison x-rays have been received, no clear assessment can be made. Based on the received x-rays, the reported event can be confirmed. No devices were received for examination. However, six images were received, with one of the images showing the baseplate in situ and the superior dspc screw protruding over the baseplate, indicative of it being loose. Pictures of the explanted baseplate were provided, showing that the tm sleeve has separated from the baseplate, but was able to be extracted. No images of the reported end cap being extracted were provided. One of the extracted dspc screws is fractured at the point of transition where the big screw diameter meets the smaller screw diameter. The liner of the humeral component appears worn, especially along the rim. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The reported event description mentions "septic" prosthesis change, however, no lab reports or related medical documents or references to this phenoma have been provided. Nonetheless, the sterilization certifications of the devices were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm and EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issue that may have affected the implant safety or effectiveness, the implanted products are not identified as the source or contributing factor to the reported infection. Considering the time in vivo and the available information, it can be assumed that bone ingrowth on the tm sleeves of the central peg was very good. This situation in combination with the forces applied during extraction is likely to have caused this intraoperative complication. However, based on the given information and results of the investigation, we were neither able to identify a specific root cause for the intraoperative complication nor for the other reported phenomenas. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).